Event description:
Additional information was received from the consumer who indicated that the patient was still having leaking even though they increased stimulation. The caller could not recall when the leaking started and initially stated that it was since implant and then stated that it was not since implant. The patient's wife noted that the patient had trouble correlating time. The patient stated that there were many times where the therapy would work for weeks at a time without leaking. The patient could not confirm what month the leaking started. The patient stated that they are receiving 50% or greater symptom relief. The patient stated that he does feel stimulation, but only slightly and it is easy to ignore. The patient further stated that he expected to feel stimulation stronger when he increased by "2/10's." The patient reported falling several time, "about 5 falls in the last year." It was noted however that it was difficult to determine the timeframe the patient actually meant as the patient had difficulty correlating timeframes. The patient noted that he fell backwards at 3 am the morning of the call on a steel folding chair, but he caught himself. The patient mentioned that he was sore after the fall and it bothered his back but he "got over that." According to the patient he usually catches himself, but has still had a few hard falls. The patient had previously met with a manufacturer representative and discussed changing programs and the patient changed to program 3 after trying programs 1, 2, and 4. The patient stated that he started program 3 at 0.0 and increased to 3.2, but this was uncomfortable when the patient was laying down so he decreased to 2.8 and the issue was resolved. Later the patient increased again to 3.2 and this was comfortable, but the patient still had leaking and so he continued to increase to 3.4, 4.0, 4.1, and 4.3 and noted that with higher stimulation he expected to feel stimulation more. The patient stated that he thinks that "this could also be caused by the battery draining/getting low." The patient was advised to follow-up with their healthcare provider (hcp) to discuss possible program adjustments, check the ins following the falls, and check the ins battery level to review if battery was truly close to depletion. The patient had an appointment scheduled for (B)(6) 2017 and the patient's status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Additional information received from the patient reported that they switched to program 3 and was on program 4. They further indicated that the leakage was worse until they increased the amplitude from 1.0 to 4.0. It allowed them to sleep between 3 and 4 hours. In one to two tenths and waited a couple of days. The leakage was none to a few drops.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported they had only fallen 5 times since implant. Twice they fell backwards onto a concrete pool deck. Nothing was hurt. Once they fell in a sitting position on the top step into their pool. No harm was done, but their tailbone was sore for a day. The fourth time they fell backwards over some furniture. No harm was done except for black and blue marks on their left thigh. The fifth fall was in the dark when they sat down hard on a folding chair. The patient's tailbone was sore for 2 days. Patient reported they had been taking tai chi and toga lessons to improve their balance. Patient reported at the end of tai chi they bend over, but the patient does not as they experience a pain in their left testicle. No further complications anticipated.

Event description:
The patient reported a loss or change of therapy. The therapy had been working well, but then he started leaking in (B)(6) 2016. He increased stimulation to 1.7, but it was too strong, so he lowered it back to 1.5 where it was comfortable. He later increased again to 1.9 and was at this setting as of (B)(6) 2016. The patient also mentioned that he suddenly felt like something was burning him at the implant site in the right hip while he was sitting in a recliner. The sensation caused him to change the position within the recliner and the sensation had not occurred since that time. The burning sensation occurred on (B)(6) 2016. The patient had an appointment to see his healthcare provider (hcp) on (B)(6) 2016. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.